Event description:
It was reported that the customer had cracks on the insulin pump. Customer's blood glucose level was 183 mg/dl. Customer stated that sometimes the buttons are not responsive. Customer reported that there are cracks along the side toward the screen where the clip goes in. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage on the keypad traces. The insulin pump has cracked case at the display window corner, cracked lcd window, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.